Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). According to the local representative, the patient was admitted to the hospital after experiencing inappropriate shock therapy. The patient had received five inappropriate shock therapies due to electrogram noise and oversensing. Electrogram noise could be reproduced during pocket manipulation. The right ventricular (rv) pacing impedance measurements were within normal range (386-400 ohms) with no pocket manipulation. However, during pocket manipulation, the rv pacing impedance measurements elevated to 780-800 ohms. The rv pacing thresholds were stable with no pocket manipulation. The device's rv output was increased and the rv sensitivity was decreased to 1.5 mv. The device's tachycardia mode was programmed to monitor only. The patient was scheduled for a lead revision procedure. The physician and ts suspected that the rv pace/sense terminal leg was fractured. The patient was presented back to the electrophysiology (ep) laboratory two days later. The patient decided to have the chronic ICD system replaced with a pacemaker system. The chronic rv defibrillation was surgically capped and replaced with an rv pacing lead. The chronic right atrial (ra). The chronic device was concomitantly explanted and replaced with a pacemaker without incident.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.